Event description:
A nurse reported that a patient arrived at the clinic with a pump that still had three hours left on their infusion with no alarms on it. The medication was 5-fu. Infusion parameters were unknown.